Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of high hv lead impedance could not be confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the field event could not be determined. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high, out of range high voltage lead impedance was observed. The physician disconnected the lead from the ICD. Measurements through the lead were normal, but when reconnected to the ICD, the high impedance was observed. The ICD was explanted and replaced. The patient condition is fine after the event.